Event description:
A healthcare professional reported a patient with diffuse lamellar keratitis in the left eye following a lasik procedure. There are multiple related reports for this event. This report addresses the patient initials xs's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer inspected and verified system function. System meets company specifications per service installation record. Latest preventive maintenance performed on twelve september twenty-twenty three. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours, energy check was only performed during start-up. Logfile shows nineteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for left eye was conducted about eight minutes before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. Treatment report and logfile shows a total suction duration of five seconds, but it is actually thirty six seconds. The documented suction value however is only for information and does not affect the treatment. This is a known anomaly, and does not cause any risk to patient or influence the treatment. The user operated surgery within the recommended energy settings. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).